Event description:
It was reported that the patient presented in-clinic for a scheduled follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited far r-wave oversensing causing inappropriate auto mode switch episodes. Remote transmission review revealed chronic auto mode switch episodes. Programming changes were discussed. No intervention reported. Patient symptoms were not reported. The patient will continue to be monitored.